Event description:
It was reported that a pediatric pt had the pump removed due to infection. No other info was provided. Follow-up is not possible as pt/device identifiers were not provided at the time of this report.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of events related to medtronic neuromodulation office of medical affairs events and has been discussed with the reporting systems monitoring branch at FDA.